Event description:
It is reported that original surgery was performed 6-8 months ago ((B) (6) 2009). Two levels fusion with rigid rods and 1 level dynesys. Patient suffering from pain. Surgeon took x-rays and it appeared the screws were loose. Revision surgery was performed. Screws were loose. Surgeon removed entire construct. Did not put any new hardware in.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight and activity levels is unknown. There is insufficient information available to determine probable cause of the complaint. No product was returned. Review of the device history records was not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received the complaint will be reopened. Zimmer considers the investigation closed. (B) (4).